Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that her blood glucose level was over 400 mg/dl. She treated her blood glucose level with a pen. The insulin pump alarmed no delivery. The sensor did not penetrate her skin and they were unable to insert the last sensor. The device was not returned.